Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and observed a loose ion-selective electrolyte (ise) stirrer, clogged line and air near the reference electrode. The probable cause is identified as multiple hardware. The fse replaced the valve, ise mixer, ise mix motor, ref electrode gasket to resolve the issue. No further issue was observed and the customer was satisfied. Section a2, a3, a4, a5 and a6: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high sodium patient results on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.